Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that during a procedure to replace the lead, high impedances were measured. The new lead gave ¿good answers¿ during the procedure, but when connected to the implantable neurostimulator (ins), the impedances were high and no stimulation was obtained. The clinician programmer was used in troubleshooting, but it was ¿impossible¿ to obtain stimulation. It was also noted that the consumer reported that symptoms returned, specifically hyperactivity of the bladder due to not obtaining stimulation. To resolve the issue, the ins was explanted and was to be replaced. The issue was resolved. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2015-20136. The referenced report captures the reasoning for the lead replacement procedure. In addition, it was unclear when the patient experienced a return of symptoms. This report and the referenced report contain portions of the same information as a result.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins setscrew was backed out too far. Conclusion codes have been updated.